Event description:
A tps handpiece cord was sent for eval because it was causing a handpieces to run without activation during a procedure. The procedure was completed with readily available alternate cable. No adverse event was associated with the device.

Manufacturer narrative:
The probable cause of the device running on its own without activation was attributed to a worn locking wedge.